Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imu49jb-45 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold. The sensing and impedance were steady so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.